Event description:
Caller reported that pump malfunctioned after it fell onto a tile floor. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use multiple daily injections as backup therapy while awaiting a replacement pump.